Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer¿s facility. Upon arrival, the fse collected and reviewed the audit alarm logs. Follow-up with the fse indicates that a nurse stated the heart rate alarms were turned off by a user, though they did not know why that was done. This delayed the response to the patient. Additionally, it was noted in the audit alarm logs that the heart rate alarms were later turned back on at 05:48 hours. There was no indication of the pic malfunctioning. Review of the audit alarm logs shows the heart rate alarms were turned on off (B)(6) 2019 at 17:22 hours, then turned back on at (B)(6) 2019 at 05:48 hours, after the patient expired. Therefore, this issue is attributed to user error.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a failure to alarm for asystole on their philips information center ix (pic). It was further reported that the patient expired on (B)(6) 2019 at approximately 5:00 pm.